Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having a problem with the recharger again. The patient explained that she was trying to charge the ins, but she was seeing a specific screen that was preventing her from charging the ins. The patient said they saw screen 14 (reposition antenna) and screen 16 (no device found). The patient noted that she is pressing the rtm paddle against her ins (ins is located on her left side "back region"). During the call, the patient reported seeing screen 16 (no device found). The patient repositioned the rtm paddle over her ins and confirmed with the patient that the paddle is directly against the ins. The patient noted that she was pushing the paddle into the ins and pushing the paddle into the ins was "not very comfortable". The patient wanted to make sure the paddle was directly over her ins. The patient still reported seeing screen 16, so the patient pressed try again. The patient reported cycling through screen 15 and then back to 16. The patient pressed recharge, and the patient saw screen 50 (passive recharge mode screen). The patient reported the middle number was 55, 57, 54, 51. The patient repositioned the rtm and the patient reported seeing a screen that told her that the rtm couldn't find the ins. The patient reported seeing an orange light blinking on screen 49 w/ the words "terminated" (recharging ending ¿ lost connection). The patient unplugged the rtm and exited out of that screen. The patient saw no device found when she unlocked the controller. The patient noted that she has left the rtm on her ins for a whole half hour to try to charge. The patient connected the rtm and saw the reposition the rtm screen, and then no device found. The patient hit recharge and saw number 71, with it finally staying on 68. It was reviewed this screen (and passive recharge mode) w/ the pt and encouraged the patient to find the highest number and hold the rtm paddle over her ins for the allotted time to successfully use the passive recharge mode. The patient will try to passive recharge mode to successfully start charging her ins. No further complications were reported. On (B)(6) 2018; (rep): no new information.